Event description:
It was reported that a patient requires a revision surgery (unknown date) because the screws have backed out and are sitting against the patient¿s esophagus. The surgeon supposed that the reason for the backing out is because the threads of the screws were stripping during the initial zero-p case surgery on unknown date. During post- operation appointment on unknown date, imaging (on unknown date) confirmed that the screws have backed out. This complaint is for unknown screw, unknown part#. This is 1 of 2 reports for the same event, (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.